Manufacturer narrative:
The pump was received with motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. There was no motor position encoder error alarm during the testing or in alarm history. The pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 200 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.